Event description:
The pt experienced increased spasticity. The pump was explanted without performing any further examination. The pump serial number was included in the list of pumps possibly missing propellant. The pt status following the pump replacement was unk. The pump was used to deliver lioresal (500 mcg/ml). Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.